Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a coronary artery bypass graft, the tip of the device broke off and fell into the patient. It was noted that "it might have came in contact with a metal pick up device." The broken piece was found and removed form the patient and the procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2020. D4: batch # n9058h. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and had evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and to display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.